Event description:
A hospital in (B)(6) reported, via our distributor, that the water in an mr290 autofeed humidification chamber went beyond the black [maximum fill] line and filled two-thirds of the chamber during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290 chamber was visually inspected for physical damage and performance tested for float functionality. Results: when the returned chamber was connected to a water bag, the floats performed correctly to control the entry of water into the chamber, and prevented the chamber from filling above the maximum fill line. No physical damage to the chamber was observed during visual inspection. A lot check revealed no other similar complaints for this lot number. Conclusion: we could not conclude how the alleged chamber overfilling occurred. The returned chamber operated correctly. (B)(4).